Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo gia 60mm articulating medium/thick reload and one piece of test media. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. A review of the reload device history record indicates the device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter, during a low anterior resection, the handle was used idrive and the reinforcement material was not used. The reload was connected to the adapter and the opening and closing of the jaws was confirmed. Three green lights were confirmed to illuminate. The surgeon grasped the intestinal tract and pushed the blue button to close the jaws. The green button was pushed and the blue button pushed. But the device not fired. New reload was connected and the device was fired as intended. Gender: not provided. Age and weight: not provided. Last patient's status: good. Operating time extended: less than 30 min. Additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity. No bleeding. The patient is fine.